Event description:
Tubing set with spec in tubing. Product # ms755, lot# 20270905, exp: 09/2020, 92 inch, 20dr flow regulator, 15 micron filter tubing set. Po# (B)(6), order date: (B)(6) 2018. (B)(4).